Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. On (B)(4) 2009, a field service engineer visited the site to evaluate the analyzer. He adjusted the flowcell, light scatter and gains and verified instrument operation. The raw data from this sample were not available for analysis. The root cause(s) of the erroneous results is (are) unk, although the hardware adjustments performed during instrument service may have corrected any underlying malfunction.

Event description:
The customer reported that on (B)(6) 2009 the lh750 hematology analyzer generated an erroneously high neutrophil count and a falsely low eosinophil count on one pt sample. The test results were accompanied by two instrument-generated flags for immature neutrophils. The erroneous results were reported outside the laboratory and were questioned by the physician. A manual differential was performed and a corrected report was subsequently issued. There were no reported changes to pt treatment as a result of this incident.